Event description:
It was reported that the physician was attempting to use a 3.0mm diameter x 21 mm length nc sprinter device. It was reported that im mediately after usage the product could not be deflated to be removed. The physician was able to remove the balloon while inflated with no detriment to the patient. The stent did not move while the balloon was being removed while inflated.

Manufacturer narrative:
Evaluation, results: none (no device received for evaluation); device not returned for evaluation. Conclusion, results: unable to confirm complaint (no device received for evaluation). (B)(4).